Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in storage of two untreated episodes. Additionally, the device showed a battery status of 12 percent remaining. The device battery was suspected to be depleting prematurely. Technical services (ts) discussed the potential of the noise being related to electrode damage, or the suture sleeve covering up the sense b portion of the electrode. Ts discussed troubleshooting options to determine the cause including obtaining an x-ray. It was reported that device replacement was scheduled for a future date. Available information indicates this device remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in storage of two untreated episodes. Additionally, the device showed a battery status of 12 percent remaining. The device battery was suspected to be depleting prematurely. Technical services (ts) discussed the potential of the noise being related to electrode damage, or the suture sleeve covering up the sense b portion of the electrode. Ts discussed troubleshooting options to determine the cause including obtaining an x-ray. It was reported that device replacement was scheduled for a future date. Available information indicates this device remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the root cause of the noise was unable to be determined. Programming changes were made to the primary sensing vector. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that continued oversensing of noise was observed during patient isometrics. Surgical intervention was undertaken. The device and electrode were explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in storage of two untreated episodes. Additionally, the device showed a battery status of 12 percent remaining. The device battery was suspected to be depleting prematurely. Technical services (ts) discussed the potential of the noise being related to electrode damage, or the suture sleeve covering up the sense b portion of the electrode. Ts discussed troubleshooting options to determine the cause including obtaining an x-ray. It was reported that device replacement was scheduled for a future date. Available information indicates this device remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.it was reported that the root cause of the noise was unable to be determined. Programming changes were made to the primary sensing vector. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.